Manufacturer narrative:
Device sample returned was found to be within manufacturing specification, free from any faults or defects. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient sought medical treatment with their primary eye care provider on (B)(6) 2020 for symptoms of pain, irritation, pressure, light sensitivity, burning sensations and poor vision in the left (os) eye and was diagnosed with a 1mm superior corneal ulcer. The patient was prescribed ciprofloxacin and erythromycin and referred to a specialist where they were seen for several follow-up visits. The patient was seen again on (B)(6) 2020 by their primary provider, while the incident did result in permanent corneal scaring there has been no permanent reduction in visual acuity and the incident has fully resolved. The patient has returned to use with daily disposable contact lenses. Lens sample received and no defect found, it is unknown if the device caused or contributed to the patient's condition.